Manufacturer narrative:
The device sample has not been returned to the MFR at the time of this report. A device history record (DHR) review did not show issues related to complaint. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: difficult to tighten and lock the clips with the applier. The pt's condition was reported as fine.